Event description:
It was reported that during a laparoscopic urological procedure, the jaws did not open and the clip was not fed into the jaws after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed nine clips as intended and formed one clip with gap. In addition the device locked out as intended but the orange indicator wheel did not show up. Please note the indicator wheel failure and the clip with gap are not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.